Event description:
End user called and stated that the bed rail on her bed is broke. End user is stating that the bracket broke on the full rail.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.